Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that at interrogation the device was found to be reset. It was also noted that once the reset was cleared the device was found to be at eri (elective replacement indicator). The pacemaker had not been checked since implant. The device was explanted. No patient complications have been reported as a result of this event.